Event description:
The customer reported the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem, however the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation motor error. The service technician replaced the exhalation valve and exhalation motor controller board as a precaution. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Exhalation valve; printed circuit board (pcb).